Manufacturer narrative:
Our field service engineer could not retrieve any information from the customer and no service was performed/asked by the customer. The unit is quarantined by hospital. Due to lack of information, the root cause of the reported event could not been found.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that there was no volume being delivered to patient. There was no patient harm. (B)(4).